Event description:
It was reported tht during a procedure, the image on the 7600 froze with no live update. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was not verified at first. Problem occurred again and it was found that the ccd camera was defective and was replaced. The system was tested and found to be working as intended and placed back into service.